Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she had a painful insertion and that she saw some blood at the insertion site. Patient decided to remove sensor and while removing the sensor, the wire broke and a piece remained inserted inside her skin. Patient proceeded to remove wire remnant with her own fingers. Patient reports no further complications and does not require medical intervention. At the time of her call to dexcom technical support, patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.